Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc instructed the customer to obtain a sample and test it on both dimension vista instruments using a sample cup with lid, which resulted higher than the falsely low result and first repeat results. The cause of the imprecise vancomycin results is unknown.

Event description:
Imprecise vancomycin results were obtained on one patient sample on a dimension vista 1500 instrument. The sample initially resulted high and was repeated on an alternate dimension vista 1500 instrument, resulting falsely low. The sample was then repeated on the both dimension vista instruments and resulted lower than the initial result obtained and higher than the falsely low result. The sample was then repeated from a sample cup on both dimension vista instruments, resulting higher than the previous repeat results. The first repeat result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant vancomycin result.